Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H11: the actual device was not available; however, two (2) retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Additionally, all junctions underwent a push-pull test, and no disconnections were noted. The two retention samples were submitted to an air passage test and an underwater leak, and no leaks were identified, and no blockages were found. Both samples were submitted to a traction test (to failure), and both samples withstood the minimum required force. The reported condition was not verified in the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion tube of a flow regulator set was cracked. While venting during an intravenous infusion to the patient during clinical treatment, it was observed that the tubing was cracked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.